Event description:
The device was used on a pt in an attempt to perform a synchronized cardioversion. It was reported that the pt was converted into ventricular fibrillation (vf). The pt's outcome was not reported. The biomedical tech reported after looking at the code summary report that the sync button was activated and then, again deactivated before the defibrillator shock was administered. Therefore, he has initially concluded that it was a question of user mistake, and he suspected no issues with the device.

Manufacturer narrative:
(B)(4): the reported event was reviewed by a physio-control clinical specialist. The clinical specialist provided the following observations and conclusions: a 4th unsynchronized shock was delivered to a pt in atrial fibrillation resulting in vf per the code summary event log and ECG data. The code summary event log and ECG data shows the first 3 shocks were delivered in synchronous mode, the 4th and subsequent shocks were delivered in asynchronous mode. The device was setup to remain in synchronous mode after delivery of a synchronized shock. The user turned synch off before delivering the 4th shock. The device's operating instructions advises the user to observe the ECG rhythm to confirm placement of the triangle sense markers prior to attempting a synchronized shock. It was concluded that the cause of the reported event was due to user error. The customer indicated that they will download the pt event record into code stat and if there is any concerns regarding user training they will contact physio-control to do re-training of the device users.